Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the pump histories showed the last basal delivery was on (B)(6)2017 at 11:19 am. The total daily dose added up correctly and reflected the programmed basal rate targets. During visual inspection of the pump, it was observed that the battery compartment was undamaged. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. A 10-unit test bolus was performed and it was accurately delivered and recorded. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the cartridge compartment was missing a fragment around the edge. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.